Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. A promus element plus, mr, ous 2.50x24mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jul-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was severely tortuous and non-calcified. A 2.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure completed with a different device. No patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.